Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: sw kit 9735737 stealth s8 cranial no parts have been received by the manufacturer for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a brain procedure. It was reported that during a procedure the patient was registered, target was aligned and plan appeared to be 2mm off posterior and medial which was accounted for. Test stimulation appeared to go well, took an imaging acquisition system (ias) spin with lead in place and it looked like the lead was 4mm off medially. At the end of the case the surgeon struggled to pull the wire and noticed that it was about 1mm deeper than it was during the scan. Another spin was taken and it actually appeared to be 4mm off. Efficacy lookedgood so surgeon feels like the actual lead may have moved about 2mm instead of the displayed 4mm and the lead placement was not adjusted further. The surgeon wonders if the merge was the issue or the attempted correction to the perceived error. There was no delay and no impact on patient outcome.

Manufacturer narrative:
H3) a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. The archive had 1 CT exam, 4 mr exams and 4 imaging acquisition system (ias) exams. CT exam was found to be 4 years old (taken in 2018). 2 mr exams had a lot of noise. The merge was not good but the user continued for navigation. CT exam too old to merge with other exams that were scanned recently and the CT was taken as reference exam. Suspected the bad merge was the cause for inaccuracy. H6: b01, c19 and d15 apply to the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.